Event description:
It was reported that the user experienced a low glucose event to 66 mg/dl, remaining under 80 mg/dl for about 30 minutes, after which the user self-treated with oral glucose tablets and returned to range; the agent noted that a prior high earlier in the day led the pump to overcorrect, resulting in the low. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.